Event description:
The initial reporter alleged an increase in false reactive hiv pool results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The allegation involved four pooled hiv reactive results observed across 44 runs conducted over three consecutive days, from (B)(6) 2023. When the reactive pools were repeated, the resolution results were negative.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the cobas® taqscreen mpx test v2.0 us-ivd assay performed within expected specifications. A review of the provided data indicated four pooled hiv reactive results out of 44 runs conducted over three consecutive days. The higher rate of unexpected reactive results when transitioning from the ce-ivd to the us-ivd version of the assay is consistent with known differences in the test definition file (tdf) between the two versions. These differences may result in slightly higher false reactive rates with the us-ivd version. The observed specificity differences between the ce-ivd and us-ivd versions are not statistically significant. The device remains in operation at the customer site.